Event description:
It was reported when using the pyxis ciisafe system, experienced a display malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that the device was powered off, resulting in a black screen. A field service engineer effectively examined the external cables and switched the power toggle located at the top of the device to rectify the problem. The system functioned as intended after the field service engineer verified the device. .